Event description:
Through investigation, it was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. Information learned from implant patient registry. It was also reported that patient had two other devices involved.

Event description:
Through follow up with the health care provider, it was learned that the device was not explanted. However, the cause of death remains unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
It was also reported that patient had two other devices involved. Device not returned.